Manufacturer narrative:
Unique identifier (UDI)#: asku. This event occurred in (B)(6).

Event description:
The customer received a questionable high elecsys ft3 iii result from a cobas 8000 e 602 module analyzer for one patient sample. Sample from the patient was submitted for investigation and tested on a cobas 6000 e 601 module analyzer and a cobas e 411 immunoassay analyzer. Refer to the attachment to the medwatch for all patient data. The results were automatically reported to the physician. The patient was not adversely affected. The reagent lot number and expiration date were requested but were not provided. A specific root cause could not be determined. Additional information for further investigation was requested but was not provided. For this type of event, possible root causes include sample specific issue such as incorrect preparation of sample leading to temporary (micro) clots/fibrin filaments in the sample or reagent specific issues such as bubbles/foam on the reagent surface. From the information provided, a general reagent issue was not likely.